Event description:
The report received from the (B)(6) affiliate indicated that during pci of a 99% de novo lesion in the proximal lad with heavy calcification but no vessel tortuosity, a 1.5x10mm firestar balloon catheter was delivered for pre-dilation, but wouldn't cross the lesion because of the heavy calcification. Therefore, a different balloon 1.25mm tazuna crossed the lesion and inflated, and then the firestar was delivered again. While the firestar was being inflated, the balloon ruptured at 8atm and blood was pulled back. Therefore, pre-dilation was conducted with 2 balloons, a 1.25mm tazuna and a 2.0x15mm firestar. The procedure was completed with the deployment of 2.5x18mm cypher stent. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician commented that the firestar ruptured at nominal pressure because of heavy calcification. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The balloon deflated normally.

Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.